Manufacturer narrative:
Product event summary: the 10fcc13 sheath with an unknown lot number was returned and analyzed. The qr scan number of the handle was 10fcc13007313. Visual inspection of the handle area was performed. No additional anomalies were detected. The steering mechanism and deflection test were performed. No anomaly was discovered. Functional testing was performed and no anomaly was discovered. The returned sheath failed the pressure decay test. The sheath was then dissected and submerged in a water tank to identify the leak. Water bubbles were observed near the shaft to valve assembly bond, revealing the source of the leak. Borescope inspection of the shaft revealed polytetrafluoroethylene (pfte) delamination within the shaft. The performance test with uson leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.30481 psig and failed in an unacceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 004504 psig and in an acceptable range. In conclusion, the sheath failed the returned product inspection due to a valve assemble bond leak and a pfte sheath liner delamination. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulsed field ablation catheter, material was found in the guidewire after removing the catheter. The procedure began normally with a transeptal performed using integrated dilator/needle through the sheath. Another manufacturer's mapping catheter was utilized to map the left atrium (la) using carto. The catheter was prepped on a sterile table with a  guidewire and advanced into the la through the sheath. The case proceeded with two passes of the catheter, and a second map was conducted between passes, showing a remaining connection in the right superior pulmonary vein (rspv). The catheter and wire were inspected and reprepped before being reintroduced. Upon recapturing the array into the sheath in the la for the second time, it was observed in imaging that the wire appeared prolapsed back into the sheath. The j-tip was already within the sheath with the more proximal wire still exposed. The catheter was removed without resistance, but material was noted to be caught in the wire upon removal. A final   map was completed through the sheath, and the case was concluded. No patient complications have been reported as a result of this event.